Manufacturer narrative:
MFR ref number (B)(4). The device was evaluated by baxter. The eval experienced a "door not fully latched" alarm which corresponds with the reported symptom of "door is jammed". The eval found the force needed to secure door is above expected levels. Review of the history log shows multiple door jammed alarms. The door hooks and latch pins have been replaced to correct this condition.

Event description:
The customer reported that the spectrum pumps "door is jammed". No pt injury was reported. No further info was available.